Event description:
Biosense webster acunav 8 fr stryker (reprocessed) catheter image quality poor. Physician unable to identify structures using this catheter. Physician requested new acunav 8 fr catheter. There was no harm to patient.